Event description:
Litigation alleges that the patient suffers from pain, suffering, and debilitating lack of mobility. Also alleged is inflammation causing damage or death to surrounding tissue and bone, and infection. *comment: it should be noted that the law firm uses the same (or similar) complaint for all patients, so it is possible these symptoms are not specific to this patient.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013-litigation received alleging that the patient suffers from multiple dislocations.

Manufacturer narrative:
Depuy still considers this investigation closed.